Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise, resulting in inappropriate tachy detection and inhibition of brady pacing. No associated adverse patient effects were reported. Attempts to evoke noise using clinical maneuvers were unsuccessful. Reported lead measurements were acceptable.